Event description:
Heal-laa study: it was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted. Complete laa seal was noted. The patient was discharged on aspirin and clopidogrel. 91 days post index procedure, the patient presented to the emergency department with complaints of left sided weakness and numbness. At the time of the event, the patient was on aspirin and clopidogrel. The patient was admitted to the intensive care unit (ICU) and diagnostic imaging and lab tests were performed. A computed tomography (CT) scan revealed an ischemic stroke. The patient was treated with antiplatelet/anticoagulant and non-antiplatelet/non-anticoagulant medication. Five (5) days after presenting to the hospital, the patient was discharge to a rehabilitation/skilled nursing facility. It was further reported the left sided weakness consisted of left leg and also left-hand weakness, pain, numbness, and minor facial paralysis. The left leg weakness was improved but left-hand weakness remained unchanged. Overall symptoms improved, and the patient was in stable condition upon discharge to the skilled nursing facility. A magnetic resonance imaging (MRI) scan of the brain revealed acute lacunar infarct involving the right corona radiata extending into the right lentiform nucleus, multifocal nonacute infarcts and no evidence of hemorrhage.

Manufacturer narrative:
B5: information added. H6 patient codes added: facial paralysis and pain.

Event description:
Heal-laa study. It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted. Complete laa seal was noted. The patient was discharged on aspirin and clopidogrel. 91 days post index procedure, the patient presented to the emergency department with complaints of left sided weakness and numbness. At the time of the event, the patient was on aspirin and clopidogrel. The patient was admitted to the intensive care unit (ICU) and diagnostic imaging and lab tests were performed. A computed tomography (CT) scan revealed an ischemic stroke. The patient was treated with antiplatelet/anticoagulant and non-antiplatelet/non-anticoagulant medication. Five (5) days after presenting to the hospital, the patient was discharge to a rehabilitation/skilled nursing facility.